Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 75 mg/dl, 321 mg/dl and 476 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: customer does not recall whether they washed their hands. Not washing hands before testing is a known cause of imprecise readings.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. According to the returned meter, the values customer received were found in the meter's internal log and were obtained in 2008.